Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the 2500 hours preventative maintenance (pm) kit. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check of the machine, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure error. There was no patient involvement.